Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and intestinal tract issue on (B)(6) 2017 with blood glucose of 607 mg/dl. The customer experienced symptoms such as vomiting blood. The customer was treated with intravenous drop treatment for seven days. The customer was not sure if he was wearing the insulin pump during the hospitalization. The customer reported that he woke up in the night and the pump was making beeping sound. The pump was blinking off and on when he was in hospital. The customer was in hospital because of diabetic ketoacidosis and then was released from hospital because he had intestinal tract and now on a intravenous drop treatment for seven days. The customer also reported that he ate something bad which caused this issues. The pump also had blank display which was resolved during troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit was monitored for 1 day and no blank display anomalies or heating up noted. Unit received with all buttons responding properly. No blank display anomalies with button press noted. Unit passed self test, unexpected alarm error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test, occlusion test or displacement accuracy test due to prime anomaly. However, unit received with high stop idle current. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, the operating currents are within spec. Problem isolated to electronic assemblies. Unit received with cracked reservoir tube lip, cracked belt clip slot and minor scratches on lcd window.